Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was also found on the motor, the device had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer went into the pool wearing the insulin pump and then the display went blank. Customer's blood glucose value was 90 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.